Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the pilot valve is sticking. Associated malfunctions for this device: intake and cabinet filters are dirty.